Event description:
Carefusion thoracentesis catheter tip broke off during thoracentesis and was not recovered immediately. The tip was recovered during surgical intervention on (B)(6) 2014. The physician reports that the catheter is difficult to use, compared to other brands. States catheter is too friable and is easily sheared.